Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1178415) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Event description:
Customer reported receiving a reading of 80 mg/dl on her adc blood glucose meter, which was reportedly "inaccurate" and higher than an unspecified reading obtained by a competitor brand meter. Customer further reported that due to this she was "dizzy and could not think right." She additionally reported sustaining an unspecified injury as a result. No additional information was provided by the customer because she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.